Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 100% stenosed, 13x2.5mm, concentric, de novo target lesion contained a <=45 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). Following the insertion of a 6f unspecified guide catheter and an m6 unspecified guidewire, a 2.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, the balloon shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood on the outer surface of the device and contrast on the hypotube. The balloon was tightly folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube was completely separated 86cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 100% stenosed, 13x2.5mm, concentric, de novo target lesion contained a <=45 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). Following the insertion of a 6f unspecified guide catheter and an m6 unspecified guidewire, a 2.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the target lesion. However, the balloon shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.